Event description:
A malfunction alarm, identified as malfunction code 'malf 0', was reported without any notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue arose again.